Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic procedure, the evis lucera elite bronchovideoscope presented noise in the image. The intended procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeled off. This report is to capture the reportable malfunction of the coating on the connecting tube was peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was noise on the video due to a broken charge-coupled device unit. The device could not be waterproofed due to a pinhole in the bending section cover. Insulation resistance value of the distal end was out of standards due to the pinhole in the bending section cover. The angulation in the up direction was out of standards due to worn angle wire. The universal cord and the connecting tube were dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely that physical stress, etc. Caused the event. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.